Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The full device was not returned but a fragment of peek from the device was returned along with photos. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for zyston spacer for the failure of fracture. The failure could possibly be attributed to excessive forces being applied beyond intended use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that while inserting the zyston cage at t11/12 during a posterolateral lumbar fusion, the peek chipped. The fragment was removed but the cage remained implanted and the surgery was completed without any patient harm or delays.

Event description:
It was reported that while inserting the zyston cage at t11/12 during a posterolateral lumbar fusion, the peek chipped. The fragment was removed but the cage remained implanted and the surgery was completed without any patient harm or delays.

Manufacturer narrative:
There is both an implant date and a return to manufacturer date since the majority of the implant remains implanted and a small fragment was returned. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.